Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient stated that the clip on one part of the infusion set broke at the quick release. The infusion set was being used for one day and the detachment occurred at the time of cooking. The infusion set was never exposed to any change of temperature. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to their body. No further information available.